Event description:
It was reported that the patient experienced a sudden onset of nausea (for past two months) and loss of therapeutic effect. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 435135 (B)(4) implanted: (B)(6) 2005 explanted: na, lead model 435135 (B)(4) implanted: (B)(6) 2005 explanted: na.

Event description:
It was reported that the patient had concerns about her implantable neurostimulator (ins) and would like to have it checked, but had not sought out further help as she was looking for a new physician. If additional information is received, a follow up report will be sent.

Event description:
Additional information reported indicated that the patient had not had their device checked for approximately 3 years. It was noted that every couple of months the patient experienced vomiting that lasted for approximately one week. If additional information becomes available, a follow-up report will be sent.